Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (uterine ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, anxiety, fatigue and menstrual disorder had not resolved. The reporter considered anxiety, fatigue, menorrhagia and menstrual disorder to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.